Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 420cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient began to experience aches and pains. She then noticed her breasts appeared larger and began to sag. Tests were performed and she had thyroid and liver enzymes issues. All the symptoms have made it mentally difficult to deal with. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-05380 for the contralateral event.

Manufacturer narrative:
On june 15, 2022, mentor became aware that information was inadvertently not included in the supplemental. The type of investigation should have been reported as device not returned as the patient underwent removal and the device has yet to be received. Manufacturer¿s reference number: (B)(4) in the first supplemental, h6 type of investigation should have been populated as device not received as the patient underwent removal.

Manufacturer narrative:
On may 13, 2022, mentor received additional information that provided a date of explantation. Additionally, the patient reported she had bulging disks in her spine at the c5 location, pinched nerves in her neck, and migraines. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4) in the initial, d5 operator of device should have been populated as health professional.